Event description:
Customer reported an alarm while priming. Customer stated there was also a motor error alarm. Customer's blood glucose was 85 mg/dl. Troubleshooting did not find any significant events leading to the alarm. The customer stated they were able to rewind their insulin pump. Customer is advised to disconnect from his insulin pump and revert to a back-up plan while a replacement pump is being shipped. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. The motor passed the motor test. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube and lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.